Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set disconnected. The following information was provided by the initial reporter: issue of pop out during any bolus for flush. Additional information received by the customer: can you confirm if any patient were impacted by the event? No, only blood reflux in line can you confirm if any serious injuries occurred to the patients due to the event? No serious injury. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? After priming during bolus infusion / flushing. Please confirm the make and model of the connecting product(s) - especially the syringe? Attached with primax central venous catheter / used nipro 5ml syringe for bolus & other infusion. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No. Was there an under infusion? Yes.

Manufacturer narrative:
Additional information in section b. Investigation result: two 20038e7ds samples were received for investigation; one sample was received in opened packaging with clear residual in the set, and one was received in sealed packaging; both from lot ta240275. Additionally, a bd 10ml syringe and a nipro 10ml hypodermic syringe were also provided to aid the investigation; both were received in opened packaging. As part of the investigation, the customer also returned one 20039e7ds and one 20019e7ds without packaging; however further correspondence with the sales rep suggested that the products were returned in error, and were unrelated to the feedback. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. All returned samples were subjected to functional testing by priming and flushing using both of the returned samples, and no restriction of flow was observed. Furthermore, the connection between the smartsites and both of the syringes remained secure when connected, with no inadvertent disconnection occurring throughout testing. Furthermore testing of the returned syringes confirmed that both fulfilled the dimensional requirements according to iso 594 "conical fittings with a 6% (luer) taper for syringes, needles and certain other medical equipment". The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot ta240275 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that the smartsite device is designed to be used with iso luer lock and luer slip connectors provided on standard administration sets, extensions sets and syringes. The directions for use states ¿if the syringe has a slip luer, the syringe should be inserted and then rotated to a 1/4 turn. Engagement should be confirmed by the user". A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 20038e7ds product.

Event description:
1 opened unit 1 extension set with 3 smartsite, (20038e7ds) lot #ta240275. 1 sealed unit 1 extension set with 3 smartsite, (20038e7ds) lot #ta240275. I nipro 10cc syringe (which customer used to live demonstrate us to showcase this issue of smartsite). 1 bd 10cc syringe (which we handover to customer to use our syringe, it may competition syringe could be faulty). But the same issue we face in both trials according to customer, this issue is not seen with all units, every 3rd or 4th unit found defective and sometime one line is working and others have a popout issue.